Event description:
The customer reported that once ablation was started, the temperature started increasing even though chilled water was circulating. Although, the needle was replaced with another, the situation was the same. The procedure was aborted and re-operation was performed successfully with another generator the next week.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been returned for evaluation. If the generator is returned, or if additional information pertinent to the incident is received, a follow-up report will be submitted.